Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment and may have developed paradoxical adipose hyperplasia.

Manufacturer narrative:
H11-: corrected data: subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2022-00034-00.

Event description:
Subject: [external] new pah claim-(B)(6), case owner: (B)(6). Description: 12/09/2021 -(B)(6) capital technical support specialist allergan forwarding to clinical. 2021-12-09 19:07:44z ; , zeltiq. Sub type: coolsculpting. Account name: (B)(6). Contact name: (B)(6). (B)(4). Hi, I am writing to report a new pah claim. Would you please open a new claim and provide me with a cf# and portal link for the following claimant: (B)(6) thanks! (B)(6). Please remember that nothing herein should be construed as advice on any particular client or issue, but rather as a general overview of ideal image's best practices. You should always direct questions relating to a specific client or situation to a medical or nursing professional licensed in your state. The information contained in this email may be confidential and/or legally privileged. It has been sent solely for the use of the intended recipient. If you are not the intended recipient, you are hereby notified that any unauthorized review, use, disclosure, dissemination, distribution, or copying of this communication, or any of its contents, is strictly prohibited. If you have received this message in error, please reply to sender that you have received the message in error.

Manufacturer narrative:
Corrected data: d1, d8, g1 and h6.